Event description:
Related manufacturer reference number: 2017865-2024-01739. Related manufacturer reference number: 2017865-2024-01740. It was reported the patient presented for implant procedure. During surgery, the patient complained of pain at the puncture site when moving the delivery catheter and leadless pacemaker to the inferior vena cava (ivc). The leadless pacemaker was implanted. Bleeding from the ivc was confirmed and had subsided which was consistent with damage to the blood vessel when trying to bring the sheath to the top of the ivc. The patient was in stable condition.